Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The pump screen has faded to the point it can only be read in a dark area. The issue began approximately a "couple of months" prior to the complaint and has occurred gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: evaluation revealed that the text on the display screen was dim, faded, discolored and difficult to read. A test screen was inserted for evaluation and was found to function properly with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, animas will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.